Event description:
It was reported that a patient was implanted with an implantable cardioverter defibrillator (ICD) system. Approximately three years after implant, another right atrial (ra) lead was implanted. The patient presented with bacteremia and was given eight weeks of intravenous antibiotics but was then transferred to a tertiary care center. A transesophageal echocardiogram (tee) identified evidence of a tricuspid valve vegetation associated with the right ventricular (rv) defibrillation lead. Blood cultures were positive for staphylococcus hominis. The patient underwent pulse generator and lead removal, along with removal of rv and ra vegetations. Adhesions made the removal of the leads difficult and the lead tip was fractured and was subsequently removed. Post-procedure, another tee showed persistent valve vegetation and a computed tomography (CT) scan showed evidence of sub-massive pulmonary emboli. The patient had worsening fevers, chills, pleuritic pain, and dyspnea despite antibiotics. Right heart catheterization revealed normal right heart pressures and borderline pulmonary hypertension. Pulmonary angiography showed proximal filling defects of the bilateral lobar and segmental branches. Percutaneous embolectomy was attempted but was unsuccessful as a wire was unable to be passed beyond the thrombus. The patient underwent bilateral pulmonary endarterectomy. The tricuspid valve and right ventricle vegetations were also removed and the septal leaflet of the tricuspid valve was repaired. Their post-operative course was uneventful with resolution of symptoms and improved hemodynamics. The patient was discharged on antibiotics and six months of anticoagulation therapy. The patient was later implanted with a new ICD system. No additional adverse patient effects were reported. Additional information was requested from the field; however, no additional information was available.